Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 419 mg/dl and 437 mg/dl at the time of incident. Customer treated high blood glucose level with insulin pump. Customer was assisted with troubleshooting for high blood glucose. The insulin pump was on auto mode at the time of the incident. Customer also stated that they found air bubble in reservoir and the approximate size of air bubble was bigger than the champagne bubble. The product will not be returned for analysis.